Event description:
It was reported that a pt with ovarian cyst had a dilation and curretage and chromotubation performed on (B)(6) 2010. During suturing at umbilical area, the tip of the needle broke. X-ray confirmed the needle in the subcutaneous tissue. The umbilical area was re-explored and the needle tip was found and removed. Repeat x-ray confirmed removal of the foreign body. The pt was discharged home the same day from ambulatory surgery.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.